Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included high blood lipids, high blood sugar, high blood pressure and prostate (as reported). Concomitant medications included metformin, insulin glargine and insulin sensitizer (as reported); all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via reusable pen (humapen ergo teal/clear) (humulin 70/30) twice daily, 18 units each morning and more than 20 units each evening, subcutaneously, for the treatment of diabetes mellitus. Start date was not provided. In may-2017 after taking human insulin isophane suspension 70%/ human insulin 30%, he experienced his blood glucose was high, more than 10 (no units provided) (lot number 0404a05, pc 4028630); so, he was hospitalized and human insulin isophane suspension 70%/ human insulin 30% was discontinued and changed to insulin lispro (rdna origin) (humalog). His blood glucose was controlled well, around 5.8 (no units provided). He recovered from blood glucose increased. Information regarding other corrective treatments and outcome of the remaining event was not provided. He did not take human insulin isophane suspension 70%/ human insulin 30% again. The user of the humapen ergo and their training status was not provided. The humapen ergo model and suspect humapen ergo durations of use were not provided but started since 2011 or 2012. The humapen ergo was continued. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% and did not provide a relatedness assessment between the events and the humapen ergo. Edit 30jun2017. Case was opened to enter medwatch and european and canadian (EU/ca device fields for device reporting. Edit 13-jul-2017: upon internal communication in 13-jul-2017, product complaint (B)(4) number was added to narrative and processed accordingly. Changed suspect device form humapen ergo ii to lot number 0404a05 humapen ergo teal/clear; updated EU/ca fields and narrative accordingly. No additional changes were performed to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This report is associated with product compliant: this solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included high blood lipids, high blood sugar, high blood pressure and prostate (as reported). Concomitant medications included metformin, insulin glargine and insulin sensitizer (as reported); all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via reusable pen (humapen ergo ii) (humulin 70/30) twice daily, 18 units each morning and more than 20 units each evening, subcutaneously, for the treatment of diabetes mellitus. Start date was not provided. In (B)(6) 2017 after taking human insulin isophane suspension 70%/ human insulin 30%, he experienced his blood glucose was high, more than 10 (no units provided) (lot number unknown, pc pending); so, he was hospitalized and human insulin isophane suspension 70%/ human insulin 30% was discontinued and changed to insulin lispro (rdna origin) (humalog). His blood glucose was controlled well, around 5.8 (no units provided). He recovered from blood glucose increased. Information regarding other corrective treatments and outcome of the remaining event was not provided. He did not take human insulin isophane suspension 70%/ human insulin 30% again. The user of the humapen ergo ii and their training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided but started since 2011 or 2012. The humapen ergo ii was continued. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% and did not provide a relatedness assessment between the events and the humapen ergo ii. Edit 30jun2017. Case was opened to enter medwatch and european and canadian (EU/ca device fields for device reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that his humapen ergo device was "loose". The patient experienced increased blood glucose levels. Investigation of the returned device (batch 0404a05, manufactured april 2004) found that the injection screw was locked and would not properly move. The investigation also found a brown foreign material on multiple internal parts of the device. The foreign material caused the injection screw to lock. The foreign material was not related to the manufacturing process. The patient stated the device was obtained in either 2011 or 2012, therefore the device was beyond usable life. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. In addition, the user manual describes the proper care and storage of the device. There is evidence of improper use. The patient used the device beyond its approved use life and foreign material was found in the device which occurred while in the field. These may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history included high blood lipids, high blood sugar, high blood pressure and prostate (as reported). Concomitant medications included metformin, insulin glargine and insulin sensitizer (as reported); all for unknown indications. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) via reusable pen (humapen ergo teal/clear) (humulin 70/30) twice daily, 18 units each morning and more than 20 units each evening, subcutaneously, for the treatment of diabetes mellitus. Start date was not provided. In (B)(6) 2017 after taking human insulin isophane suspension 70%/ human insulin 30%, he experienced his blood glucose was high, more than 10 (no units provided); so, he was hospitalized and human insulin isophane suspension 70%/ human insulin 30% was discontinued and changed to insulin lispro (rdna origin) (humalog). It was noted the humapen ergo device was loose (lot number 0404a05, (B)(4)). His blood glucose was controlled well, around 5.8 (no units provided). He recovered from blood glucose increased. Information regarding other corrective treatments and outcome of the remaining event was not provided. He did not take human insulin isophane suspension 70%/ human insulin 30% again. The user of the humapen ergo and their training status was not provided. The humapen ergo model and suspect humapen ergo durations of use were not provided but started since 2011 or 2012. The humapen ergo was returned to the manufacturer on 21 jun 2017. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% and did not provide a relatedness assessment between the events and the humapen ergo. Edit 30 jun 2017. Case was opened to enter medwatch and european and canadian EU/ca device fields for device reporting. Edit 13-jul-2017: upon internal communication in 13-jul-2017, product complaint (B)(4) number was added to narrative and processed accordingly. Changed suspect device form humapen ergo ii to lot number 0404a05 humapen ergo teal/clear; updated EU/ca fields and narrative accordingly. No additional changes were performed to the case. Update 02 aug 2017: additional information received on 27 jul 2017 from the (B)(6) database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.